Event description:
Information was received indicating that a smiths medical level 1 h-1025 fast flow fluid warmer is continually alarming. It was reported that the unit powers on and the disposable set will not work. The test kit was attempted for the maintenance interval was found not to work. There were no reported adverse effects.

Manufacturer narrative:
One level 1 trauma fast flow system was returned for analysis in good condition with no physical damage. The pcb was found out of calibration. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface.